Manufacturer narrative:
1188 camera head, catalog # 1188210105, serial number (B)(4), was returned to stryker endo for investigation; the reported failure was confirmed. A cut at the strain relief, damaged lanyard, and some scratches on the enclosures were found during visual inspection of the camera head. S/n on the camera head is intact and legible. 1188 camera heads, serial numbers (B)(4), was analyzed and tested. A leak was found due to a cut on the cable by the connector side, the cut damaged the grounding on the cable creating intermittence. Our findings match the complaint from the customer. Based on previous complaints of this nature and investigations conducted in hose and other accounts this issue occurs when the wrong sterilization tray is used also if the cables are bent and/or pulled hard. Camera head failed visual, functional, and pressure tests. Root cause: the root cause of this issue is a cut on the cable due to the sterilization tray or the user pulling the cables hard. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
On 1188 camera head catalog # 1188210105 serial number (B)(4) was returned to stryker endo for investigation; the reported failure was confirmed. A cut at the strain relief, damaged lanyard, and some scratches on the enclosures were found during visual inspection of the camera head. S/n on the camera head is intact and legible. 1188 camera heads serial numbers (B)(4) was analyzed and tested and a leak was found due to a cut on the cable by the connector side, the cut damaged the grounding on the cable creating intermittence. Our findings match the complaint from the customer. Based on previous complaints of this nature and investigations conducted in hose and other accounts this issue occurs when the wrong sterilization tray is used also if the cables are bent and/or pulled hard. Camera head failed visual, functional, and pressure tests. Root cause: the root cause of this issue is a cut on the cable due to the sterilization tray or the user pulling the cables hard. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that after the camera head has been plugged in for a few minutes then the monitor goes back to the screen with different colored lines.

Event description:
It was reported that after the camera head has been plugged in for a few minutes then the monitor goes back to the screen with different colored lines.